Event description:
The customer was having issues with calibration and quality controls for ck-mb - the mb isoenzyme of creatine kinase (stat "short turn around time") - ck-mb stat and noted an erroneous high patient result. Patient sample result of 180 ng/ml was reported outside of the laboratory. The repeat result was 120 ng/ml. The date of event was requested but not provided. No adverse event was reported. The ck-mb stat reagent lot number was 180298 with an expiration date of 01/30/2016. It was noted that the customer was not letting the reagent sit at room temperature long enough after taking out from refrigeration prior to running tests. The analyzer had a periodic maintenance check on (B)(6) 2014 where the pinch valve tube, the syringe seal and the mixer belt were exchanged. A specific root cause could not be determined based on the information provided. Based on the information provided, a hardware issue could not be excluded.

Manufacturer narrative:
This event occurred in (B)(6).